Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Atrial oversensing leading to inappropriate atrial tachycardia/atrial fibrillation (af) episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was detecting wrong right atrial (ra) episodes due to oversensing on the right atrial (ra) lead. The patient was not symptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.